Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped without reason during surgery. There was no patient harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 07/20/2011. Evaluation of the device observed the motor was seized, the trigger and controller board were both defective. The motor, the trigger board and the controller board have been changed. Also noted both atk were functional and for this reason won't be further investigated. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.